Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2021. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. The physician reviewed the image and the implant looked like there was good separation at the base and mid-gland, it was not possible to rule out some rectal wall invasion. Most likely the spaceaor indented but did not invaded the anterior rectal wall and the reason was a tight space down at the apex and there was no where for the rectum to move posteriorly. The physician will proceed with the radiation treatment. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.